Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that when the threaded guide wires where in introduced in order to place the cannulated screws, the coupling did not engage the threads and they slid. It was necessary to use too much force to the power tool to be able to insert them. This caused it to strike the guide wire inside the patient¿s humeral bone and resulted in a broken guide wire. Eventually the piece of threaded guide wire could be removed. When another guide wire was placed inside the bone, they started to pass the cannulated drill which was not cutting and finally it bent and burned the bone. The second guide wire was also struck and broke inside the bone. The fragments were able to be removed. It was necessary to request a new pool tool because the coupler did not serve it purpose. The surgery was prolonged by 40 minutes due the reported event. Additional medical intervention was needed. No information about patient outcome was available for reporting. Reported concomitant devices: kirschner wire attachment (part: 05.001.037, serial: unknown, quantity: 1) power tool (engine (part / serial: unknown, quantity: 1) cannulated screw (part / lot: unknown, quantity: unknown) this report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.